Event description:
During a laparoscopic inguinal hernia repair, it was reported the balloon was inflated with air but leaked. It was discarded. Another instrument was obtained and procedure continued uneventfully. Clinical followup: 1/27/97 1145 message and 800# left for md to call back. 1/29/97 nncl sent.